Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The reported inflation issues were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a right coronary artery. The stent balloon of a 2.75 x 15mm xience alpine stent delivery system failed to inflate. The device was removed. A new same size xience alpine stent was successfully implanted to complete the procedure. The patient is doing well. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.